Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a patient with cervical spine forward degeneration had been treated at c6-c7 region with a cervical spine locking plate system (small stature) on (B)(6) 2006. On (B)(6) 2015, the reported implants were detected as back-out. Simultaneously the patient was partially injured esophagus according to the surgeon. A follow up procedure was performed on an unknown date to remove the implants. This is report 3 of 9 for (B)(4).